Event description:
Ous MDR - this rv lead was found to be dislodged. Also, loss of sensing was noted. A revision procedure was performed. All available information suggests this lead remains implanted. The date of implant was not provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the existing manufacturing documents. The manufacturing process of this device has been examined. The production documents showed no abnormalities that could be related to the complaint. All manufacturing steps were performed correctly. In summary, no evidence exists to a manufacturing error.